Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose was 800-899. Reportedly, the customer lost consciousness and a family member called emergency services (ems). The customer was then taken to the emergency room by ems and was subsequently admitted to the hospital with a bg of 700 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.